Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6)". It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the plaintiff alleges device unable to be retrieved, leg swelling, and anxiety¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported leg swelling and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/14/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2014 due to dvt in right lower extremity with anticoagulation contraindicated. Per records submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges device unable to be retrieved, leg swelling, and anxiety.

Manufacturer narrative:
William cook europe initially reported this event based on available information at the time of complaint registration under 3002808486-2016-00304. New information was provided identifying that the product was actually a cook inc. Manufactured device. Patient & device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be provided upon completion.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014 at (B)(6) medical center, (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.